Manufacturer narrative:
(B)(4).

Event description:
This lead is undersensing about 60% of the time in the atrium. The atrial sensitivity is set at the lowest minimum threshold. There have been no adverse events for the patient. The physician is being notified by the clinic. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.